Event description:
A review of svc data has detected a reportable event. During servicing, monitor sn (B)(4) reset during pulse testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was resetting during pulse testing. The root cause investigation is currently underway. No adverse event resulted from the monitor resets. The last pt to use this monitor did not report any deficiencies.